Event description:
The customer reported via phone call that the customer had hyperglycemia and was treated with manual injection. Blood glucose value at the time of event was 440 mg/dl. Customer also had auto mode repeated bg request. The minimed system with the auto mode/smartguard feature was active at time of high bg event. It was unknown whether customer was using insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed; however, the product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.